Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.

Event description:
It was reported that patient underwent procedure utilizing explor implant stem in 2009. During the procedure, the stem would not fully seat after broaching and trialing was complete. The surgeon attempted to use a mallet to seat the stem then removed to stem to use a larger broach. The stem was able to be implanted with great effort and a significant delay in the procedure.